Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a lower limb angio interventional procedure using a small-bore sheath. Reportedly, failed to deploy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2610 was removed.

Event description:
Subsequent to the initially filed MDR report, the following information was received: a 6f sheath was used in the procedure. Reportedly, a cuff miss [suture retrieval issue] occurred due to the calcium on step 3. No additional information was provided.